Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative non-union/malunion development is unknown. This report is for one (1) unknown non-locking fusion plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Original implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for plate is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery took place on (B)(6) 2018 due to a nonunion/malunion. During the revision surgery, the surgeon took out the non-locking fusion plate and cortex screws and replaced them with a new locking plate and new cortex screws. The revision was completed successfully with no harm to the patient. This report is for one (1) unknown non-locking fusion plate. This is report 1 of 2 for complaint (B)(4).